Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead exhibited a rise in impedances. The svc coil was programmed off, and defibrillation threshold tests were performed successfully. The physician expressed frustration with the lead in general. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.